Event description:
New information states that programming changes were made. The patient did not experience any adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the device exhibited undersensing. No further information was reported.